Event description:
It was reported that tip broke off occurred. The target lesion was located in the right prostate artery. A 180cm, 10cm fathom -16 was selected for use. During the procedure, while attempting vessel selection, the tip of the guidewire fractured within the anatomy. The procedure was completed, and aspiration was performed to retrieve the fractured guidewire tip from the vessel. There were no patient complications as a result of this event.

Manufacturer narrative:
Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established.

Event description:
It was reported that tip broke off occurred. A 180cm, 10cm fathom -16 was selected for use. During the procedure, tip fractured in the right prostate branch while attempting to select the vessel. Aspiration was performed to retrieve the fractured guidewire tip from the vessel. There were no patient complications as a result of this event. It was further reported that a second fathom wire, newly opened from its packaging, was used and there were no device parts left in the body.